Manufacturer narrative:
E1 - initial reporter phone: (B)(6).

Event description:
It was reported the device failed to evacuate as expected during this event. A jetstream xc catheter was selected for a thrombectomy procedure in a lower extremity artery to treat an arterial embolism inside of the patient. During the procedure, loss of rotation and loss of aspiration occurred with the jetstream xc catheter. The rotation of the device returned to expected function after the device was moved backward; however, loss of rotation happened again. The device was removed from inside of the patient. A different device of the same model was used to complete the procedure. There were no patient complications as a result of this event.